Manufacturer narrative:
Additional review of the event showed there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date, lot#, full UDI# h4. Device mfg date h6. Eval code method was changed. Corrected data: h6. Device code - there is no information available to indicate the severity of the bleed or whether intervention was required to address either the bleeding or the hematoma. Additional codes - annex f - there is no information available to qualify the patient's health impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, both a hemorrhage and a hematoma at the access site were observed. Additional information was received to report the right side of the patient's body was used for vascular access and insertion of the delivery catheter system. The minimum access vessel diameter was 5.5mm × 5.8mm. However, no information was provided regarding the location of the access site. It was reported the injury occurred after the procedure. The side of the patient's body and location where the hemorrhage and hematoma occurred were unknown. Additionally, the cause of the injury and whether treatment was provided was unknown. It was noted patient anatomy was not a contributing factor to the hemorrhage.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, both a hemorrhage and a hematoma at the access site were observed.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.